Event description:
It was reported to philips that the allura device had a geometry malfunction. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction with the geometrical movement. The fse examined the system and found that the malfunction was with the lateral / longitudinal motorized movements and rotational / angulation movements of the frontal arm due to amc servo drive failure and defective geo I/o safeline box. The fse replaced both amc servo drive and geo I/o safeline box to fix the issue. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.